Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 7071581, model/ catalog description: linear st lead kit 70 cm.

Event description:
It was reported that the patient was experiencing pain due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.